Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation, tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years six months post vena cava filter deployment a CT scan demonstrated the filter perforated and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and six months post vena cava filter deployment, a computed tomography scan demonstrated the filter struts perforated and tilted. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and six months later, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed that the filter with apex slightly above the superior aspect of the left renal vein. Struts extend beyond the margin of the inferior vena cava approximately 5-10mm into osteophyte along the anterior inferior l2 vertebral body. Additional strut extends 15mm into the right renal vein. Struck along the right anterolateral aspect of the filter abuts the posterior aspect of the descending duodenum with 1-2mm extension into the posterior bowel wall possible. Superior aspect of the filter was slightly tilted towards the left with approximately 22- degrees of angulation. Filter apex abuts the medial inferior vena cava wall. After three months, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. Cavogram was performed and it revealed multiple struts were noted to extend beyond the contour of the vena cava with at least 1 strut extending towards the right renal vein and the filter neck and cap appeared to lie intraluminal. Endobronchial forceps were then advanced through the sheath and attempts were made at grasping the filter cap. Intensity grasping the filter with the forceps were, however, it was unsuccessful, and the forceps were removed. An ensnare was then advanced and the struts just inferior to the filter neck which was then snared. Using the hangman's technique with mild countertraction, the filter was loosened from the wall and resulting in its removal. The filter was examined, and post removal fluoroscopy was performed, and it revealed that 1 strut had fractured and was retained within the inferior vena cava. The forceps were then readvanced into the inferior vena cava and the fractured strut was grasped and removed. The filter and fractured strut send to the pathology. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava, filter migration, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,d4(expiry date: 12/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.